Manufacturer narrative:
Device UDI # (B)(4). As reported, the 6f 100 cm extra back-up3 (xb3) vista brite tip guiding catheter was found to be deformed (kinked/bent and leaking) during prep for a coronary dilatation procedure. Another vista brite tip was used and was also found kinked/bent. A third vista brite tip was used to complete the procedure. There was no reported patient injury. The product was handled and prepped according to the instructions for use (IFU). There was no device damage noticed prior to opening the package or difficulty removing the device from the sterile packaging nor difficulty experienced in prepping the device. A photo and a video were attached submitted for review. The photo showed a whatsapp screenshot that cannot be evaluated. In the video, a leak could be observed while injecting solution with a syringe connected to the hub. No other anomalies nor outstanding details could be noted on the video provided. The reported ¿catheter (body/shaft) ¿ kinked/bent¿ was not confirmed for either device since no damages on the body could be observed in the provided video. The event ¿luer hub ¿ leakage¿ was confirmed for the device in the video since a leakage is observed through the hub when a solution was injected with a syringe. The exact cause of this anomaly could not be determined during the video analysis. Storage or handling factors may have contributed to the observed events. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f 100 cm extra back-up3 (xb3) vista brite tip guiding catheter was found to be deformed (kinked/bent and leaking) during prep for a coronary dilatation procedure. Another vista brite tip was used and was also found kinked.bent. A third vista brite tip was used to complete the procedure. There was no reported patient injury. The product was handled and prepped according to the instructions for use (IFU). There was no device damage noticed prior to opening the package or difficulty removing the device from the sterile packaging nor difficulty experienced in prepping the device. A video and a picture were received for review. The device is expected to be returned for evaluation.